Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the high-resolution stereo viewer (hrsv) monitor due to screen being blank. The system was tested and verified as ready for use. Isi did receive the hrsv involved with this complaint to perform failure analysis. Failure analysis replicated the customer reported complaint. The hrsv was installed onto the test xi system and upon startup, the unit's video feed was completely dead. The system was allowed to sit idle for 20 minutes and there was no change in the hrsv's output. The video was still dead and was not brought on when the system was power cycled 3 times. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report they are still having left eye video loss issues in surgeon side console (ssc). The customer stated the left was black. The tse recommended reseating blue fiber cables and restarting system when possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the troubleshooting did not resolve the issue during the case. The troubleshooting was performed by restarting the system, reseating the fiber optic cables, switching the endoscopes, and trying a different fiber optic cable. The issue was within the surgeon console eye and seemed not to be accessory related. The room setup has a dual console, so the procedure was completed robotically with the other console. The customer said that the operating surgeon/resident was always on the 2nd console with both eyes working, so they switched off the first console. The issue was currently resolved, and the eye was currently working.